Event description:
It was reported that device had broken clutch. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
One device was received for analysis with complaint of clutch broken. Review of service history found no relevant information. Review of event history found travel reverse error and check syringe plunger sensor. Visual and functional testing was performed. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor. Replaced the plunger case, plunger tube, carriage and potentiometer position sensor because they were defective. Replaced the plunger cable because it was damaged. The main cause of complaint was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.